Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump with updated software would be sent and training would be available through their tandem source account. The customer agreed to revert to multiple daily injections (mdi) as backup therapy and was instructed to return the defective pump using a pre-paid label within 10 days.